Manufacturer narrative:
The user facility did not involve the local dräger s&s organization into any follow-up measures, and dräger was unable to obtain additional details. From the description of event cannot be derived if just the display went black or if the device performed a reboot respectively had shut down completely. If just the display went black the ventilation will be continued but interaction with the device may be impaired. A reboot or shut-down will be accompanied by a corresponding alarm. Further conclusions cannot be derived from the ufr. There was no s/n transmitted; age of the device and state of preventive maintenance and repairs is unknown. It is recommended to the hospital to have the device checked by trained service personnel. Remark: the danzhou people's hospital has filed 11 user facility reports in the recent 4 weeks to the adr system without contacting the local dräger s&s organization in any of the events and with significant delay after the occurrence in individual cases. The descriptions of event do not provide sufficient information or are not plausible. Dräger reached out to the contact person named in the ufr but was unable to obtain further information. Thus, it is concluded that the submission of the ufrs was rather driven by the obligation to comply with national reporting requirements than by a real interest in getting evaluation results of the manufacturer.

Event description:
It was reported that the nurse observed during a round tour in the ward that the ventilator had a black screen. The device was replaced in a controlled maneuver. The patient reportedly did not experience any symptoms during the course of event and developed no health consequences out of it. The unique device identifier (UDI) of the affected product could not be determined due to the missing serial number of the device. We will reiterate this with the customer. If this attempt leads to an UDI, we will submit a follow-up report.